Event description:
It was reported that the atrial lead had high thresholds and impedance. A fracture was suspected. The lead also was oversensing noise and caused pocket stimulation with movement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01, implantable pulse generator (ipg), (B)(6) 2008. (B)(4).